Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the pt lost stimulation. All lead contacts had normal impedances and an x-ray showed that connections were intact. The physician plans to replace the ipg. No additional info is available at this time.